Event description:
The customer contacted stryker to report that when attempting to power on their device it would not turn on completely and flashed. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that when attempting to power on their device it would not turn on completely and flashed. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.